Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has failed dso calibration, there was no reported patient involvement.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was failed downstream occlusion (dso) calibration¿ was confirmed through occlusion test. The probable cause was the dso sensor was defective. Further investigation found dso seal and upstream occlusion (uso) seal delaminated, printed wiring assembly (pwa) board defective. Unable to perform repair due to 60% or more component failure. Unit sent to beyond economical repair (ber). Service history review identified there was no indication that the complaint was related to a service of the device within the review period.